Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally for the past 2 weeks. When plugged into a power source, the pump did not recognize the power source and would not charge. The customers blood glucose level was reported to range from (200-240 mg/dl) the customer would bolus via the pump. In addition, the customer reported that the battery gauge went from 10% to 45% at night then to 5% in the morning. Review of pump data indicated that the pump battery gauge went from 89% to 69% while it was plugged in. It was indicated that the customer would continue to use the pump until the replacement arrives.